Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high flow insufflation unit made a noise, and the power went out. The problem was resolved by restarting the device. The issue occurred during an unspecified therapeutic procedure and the procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
Updated g2, h3, and h4. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was not reproduced. The likely cause could be that an abnormality was detected in the pressure sensor on the main board, causing the air supply to stop, an error sound to be heard, and the light-emitting diode on the front panel to go out. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.